Event description:
A sprinter legend rx balloon dilatation catheter, diameter 2.5mm, length 15mm, was to dilate a 60% stenosed ostial lesion in a patient's obtuse marginal. It was reported that the balloon did not deflate in the manner expected and the lad blood flow was obstructed by displaced clot/plaque. Prior to use in the obtuse marginal the sprinter legend rx was successfully inflated to 6atms for 6 seconds for pre-dilatation of a lad lesion. It was reported that full deflation was achieved after use in the lad and the balloon was removed from the body. It was reported that the balloon was not re-wrapped. Negative prep was performed prior to reinsertion. Slight resistance was felt during advancement of the device to the ostial obtuse marginal. The balloon was successfully inflated twice, to 8atm for 15sec and 4atm for 7sec. It was noted that balloon still appeared inflated on x-ray even though there was a negative reading on the inflation device. It was reported that, on removal from the patient, the balloon was flat and not re-wrapped as expected to be. It was reported that the blood flow in the patient's lad was obstructed by clot/plaque displaced by the "unwrapped" balloon. Intra coronary actilyse and adrenaline were administered successfully to aid re-perfusion of lad. The patient was later discharged in stable condition and no clinical sequelae have been reported. The device was returned to medtronic for evaluation. The balloon had been inflated. A hardened, crystallized substance and a clear liquid were present in the balloon and inflation lumen. The device was placed in a water bath in an attempt to dispense the residue. On removal from the water bath, the balloon was inflated to rated burst pressure (14atms) in a time of 4.34 seconds and deflated in a time 3.65 seconds. Specification for inflation/deflation time is less than or equal to 15 seconds. The device deflated without issue.

Manufacturer narrative:
(B) (4) - lad blood flow was obstructed by displaced clot/plaque.